Event description:
A customer reported failure of infusion to be maintained in the eye. Additional event information requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer reported that their systems were exhibiting issues with iop controls inconsistently over the past few months. Although this complaint has been opened based on a technical service inquiry, no service has been performed. With no additional, related information provided, the customer reported event was not able to be confirmed. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).